Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue with the pump overnight and the patient woke up with blood glucose reading as high as 500 mg/dl. No further detail was provided at the time of the call and attempts by customer technical support to follow-up on the matter were unsuccessful. The reported issue remained unresolved. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged power issue of unspecified nature.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the reported intermittent power issue was verified in the black box but not duplicate in the evaluation. Reviews of the black box data found a power-on-reset event a day after the complaint date and delivery was never resumed. The total daily delivery added up correctly and reflected the user¿s programmed basal setting. The battery cap contact measurements were within specifications. A battery compartment crack was found below the grip pad with no evidence of moisture intrusion inside the compartment. Using the returned caps, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. The pump delivery accuracy was within specifications. The rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruptions. Pump casing was opened and there was no evidence of internal moisture or damage to the power circuit. (B)(4).